Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer stated that she will be low but not low enough to trigger the threshold suspend. The customer stated that it went off when she was at 85 mg/dl but the sensor thought she was at 70 mg/dl. The customer stated that she calibrated with no sensors or with one arrow. The customer stated that she had issues with tegaderm, so she put the transmitter over the overtape. The customer was assisted with carelink.